Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an unspecified failure. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). An f-38 alarm was not found in the alarm log review or during the power on self-test. However, the customer reported problem "fail in channel" was confirmed in the alarm log as an f-10 alarm. The cause of the f-10 alarm and the repairs made to the device were previously reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection functional testing, and an alarm log review were performed. During the power on self-test an f-38 alarm was identified. The f-38 alarm indicates a failure in the channel. The cause of the alarm was an out of calibration force sensing resistors (fsrs). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The fsrs were replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.